Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infection. The surgeon performed a poly swap and wash out.